Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after an infusion set change while using the ilet and subsequently disconnected to administer subcutaneous insulin by pen; the highest reported blood glucose was 519 mg/dl, with values remaining above 300 mg/dl for many hours, and the user later continued on multiple daily injections rather than reconnecting immediately. Symptoms included high blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included self-management with manual insulin administration and no medical intervention or hospitalization. Investigation included user interview, troubleshooting, and education regarding infusion site and set replacement. Investigation of this case revealed no alarms, no observable insulin leakage, no noted bent cannula by the user, and use of an inset 23" 6 mm infusion set, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.